Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the physician was unable to remove the lead from the header due to a header issue. The lead was cut and the pacemaker was removed. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23-sep-2014.

Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset which prevented the wrench from engaging the setscrew inset to untighten the setscrew. When the calcified blood was removed from the setscrew inset a wrench could then be fully inserted into it and engage the setscrew inset and untighten the setscrew. Eventually, the lead could then be removed from the connector. No other anomalies were found, with the exception of procedural damage.